Event description:
It was reported an issue with monomend mt suture. The client (veterinarian) reported that the monomend suture needle slip off before it could be taken out of sleeve. No further information has been received.

Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k011375. Summary of investigation: there are no previous complaints of this code batch, three complaints received from the same distributor at the same time, two for needle detachment and one for thread stuck in package. We manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received one open and unused sample with the needle detached from the thread (thread is still wound on the pack and needle is missing). Without closed samples a proper analysis cannot be carried out. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open sample received shows that the needle escaped from the thread. Final conclusion: considering that there is an open, unused sample detached and still wound on the pack, and that there is another complaint for this code-batch for the same issue, we will consider this complaint as confirmed. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.